Event description:
During the initial procedure a main body extension was used to connect the main body graft to the iliac. Over time the main body graft and main body extension in the iliac separated. This caused a type iii endoleak. The dr placed another main body extension in the iliac to bridge the gap between the separated components.